Event description:
Nurse called to inform that the customer has high glucose levels of 437 mg/dl, and the customer's insulin pump is not alarming high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.